Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction (incontinence, urgency, and/or frequency). It was reported that the lead was fractured/damaged/broken leading to a loss of stimulation. Fracture of the lead caused the battery to disconnect and a loss of stimulation. No fall was reported to the physician. Troubleshooting was performed with an impedance check, program mapping, and patient had an x-ray. The cause of the issue was not known. The issue was resolved with full removal and replacement of implantable devices.

Manufacturer narrative:
Continuation of d10: product ID: 978b128 lot#: (B)(6) serial#; implanted: on (B)(6) 2026; explanted: on (B)(6) 2026; product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot#: (B)(6), ubd: 29-apr-2027, UDI#: (B)(4); h3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.